Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving ongoing, intermittent occlusion alarms. The cause of the occlusions were not known. It was thought that the infusion set sites were bad as they had to be changed multiple times before the occlusions were resolved. The blood glucose (bg) level was in the 200s mg/dl. After the site was changed, a bolus was delivered via the pump to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.